Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a pump exchange on (B)(6) 2018 which is covered in per-2018-0142576. The patient expired on (B)(6) 2018. Prior to expiration the patient had low flow alarms and eventually became unresponsive. The patient coded and was then pronounced. The patient's cause of death is not known. An autopsy report is being waited on. No further information has since been provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was (B)(6) 2019. The initial report referenced the patient had a pump exchange on (B)(6) 2018 which was reported in MFR. Report # 2916596-2018-03865.

Manufacturer narrative:
Device evaluation: review of the submitted log file as well as the log file downloaded from the returned system controller confirmed the reported low flow alarms on the date of the patient's expiration; however, a specific cause for the captured low flow events could not be determined through this evaluation. Moreover, a specific cause for the reported patient outcome and a direct correlation with the device could not be determined through this evaluation. The submitted system controller log file was dated (B)(4) 2018 (the date of the patient¿s expiration) and contained approximately 18.5 days of data from (B)(4) 2018 1:58 am ¿ (B)(4) 2018 9:47 am, per the timestamp. From the beginning of the log file through timestamp (B)(4) 2018 9:08 am, no atypical alarms were captured and the pump appeared to be operating normally with pump power and estimated flow remaining overall stable in the ranges of 4.8-6.7 watts (average of ~5.4 watts) and 3.6-7.4 lpm (average of ~4.8 lpm), respectively. On (B)(4) 2018 between timestamps 9:09 am ¿ 9:22 am, pump power and estimated flow values reduced to 4.3 watts and 2.4 lpm, respectively. Following the reduction in fixed speed to 8800 rpm, pump power reduced further to 3.8 watts; however, estimated flow remained at 2.4 lpm. Low flow hazard alarms were active between 9:09 am ¿ 9:39 am due to the estimated flow being calculated at 2.4 lpm, which is just below the low flow alarm limit threshold of 2.5 lpm. From 9:40 am through the end of the log at 9:47 am, pump power and estimated flow values appeared to recover back to baseline values. At the end of the log file at 9:47 am, the driveline was disconnected from the controller and both power cables were removed from power. While the pump was connected to power, the pump speed remained above the low speed limit without issue. Upon receipt of the device, visual inspection of the blood-contacting surfaces of the sealed inflow conduit revealed the presence of fixed, small islands of non-laminated white tissue-like deposition adhered to various areas of the textured blood-contacting surfaces of the inlet tube and inlet elbow. Although a specific cause for their development and a duration of time for which they were present in the device could not be determined, the depositions were well adhered to the blood-contacting surfaces and were minimally obstructive to the blood flow path, suggesting that they were unlikely to have contributed to the reported low flow alarms or any other functional issue. Visual inspection of the blood-contacting surfaces of the sealed outflow conduit revealed no evidence of depositions or thrombus formations. The inflow graft and the outflow graft material showed no evidence of distortion such as twisting or kinking. Visual examination of the pump's blood contacting surfaces revealed a long deposition extending through a vane of the inlet stator, around the inlet bearings, and through the vanes of the pump rotor. The original appearance of the deposition could not be conclusively determined as its texture, structure, and color appeared to have been altered by the application of a fixative agent. However, the deposition showed no evidence of denaturation or laminated layering to indicate that it was present during pump operation for a prolonged period of time. Moreover, the deposition was not adhered to the blood-contacting surfaces and was a single continuous formation that extended from the proximal end of the inlet stator through the rotor vanes, further suggesting that it was not present while the pump was supporting the patient. The deposition appeared consistent with a post-mortem formation of tissue-like coagulated blood that had been exposed to a fixative agent and likely would not have contributed to the reported low flow alarms or any other functional issue. No adhered or developed depositions or thrombus formations were found within (B)(4). Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any wire discontinuities or shorts. The evaluation of the returned device could not determine a specific cause for the reported low flow hazard alarms leading up to the patient's outcome. No further information was provided. The manufacturer is closing the file on the event.